Event description:
It was reported that a patient underwent a sling procedure on 28-aug-2023 and mesh was used. During the surgery, the cannula sheath was penetrated by cannula shaft during making a sleeve. The surgery was unable to continue. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: neuchatel team received for evaluation one product of gynecare tvt exact product code tvtrl and lot number 3943759. The product was decontaminated and well packaged. The received device was manipulated, as original packaging and all components were missing. Only the trocar, 2 needles and small parts of the mesh are present. Additionally, organic matter can be seen on the needles, trocar and the mesh has been cut. Also, it can be observed a damage on the tip of one needle. The other one has no damages. The observations made during the product evaluation are aligned with the event description (damaged device). However, based on the evaluation, this complaint is not linked to a manufacturing issue. Events of this type are trended regularly. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.